Event description:
On (B)(6) 2017, the lay user/patient contacted lifescan (lfs) USA alleging that their onetouch verio flex meter would power off during use. This complaint was classified based on the customer care advocate (cca) documentation. The patient stated that the alleged power issue first occurred at (B)(6) 2017. The patient manages their diabetes with 12 units of lantus insulin, novalog on a sliding scale and x2 1000mg glucophage per day. The patient did not make any changes to their normal diabetes management regimen as a result of the alleged product issue. The patient reported developing the symptoms of ¿dizziness and blurred vision¿ at 10am on (B)(6) 2017, however did not report receiving any type of treatment as a result of these symptoms. At the time of troubleshooting the cca noted that there was no misuse of the product. The cca established that the batteries needed to be replaced, however the patient did not have any at the time of the call. The patient¿s products were replaced and requested for evaluation. This complaint is being reported because the patient claims they were unable to test their blood glucose due to the alleged issue and reportedly developed symptoms that meet lfs¿ criteria for a serious injury reportable adverse event after the alleged meter issue began.